Event description:
It was reported by the affiliate the stapler did not work during a megacolon resection. The anastomosis was incomplete(right m circumference) and the case was hand-sutured for completion and the or time was extended by fifteen minutes. There were no adverse complications for the patient.